Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600475 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip was fired. Another attempt was made and, this time, a clip was able to properly load into the jaws of the applier and close. The next attempt also resulted in a clip being able to properly load and close. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the other remarks: ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "loading issues" was confirmed based upon the sample received. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. One device was returned. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips were misaligned for loading. The patient's condition was reported as fine.